Event description:
Technician alleged that the brakes do not work. No pt impact.

Manufacturer narrative:
The technician found that while the brake is engaged, the brake casters are moving from side to side. The technician replaced the brake casters to resolve the issue.